Manufacturer narrative:
A siemens technical application specialist (tas) was at the customer site. The calcium method was calibrated on the day of event. Tas reviewed the quality controls (qc) data, which indicated both levels 1 and 3 shifted high out of range. The customer had made calibrators with their 1000ul epindorf pipettor to recalibrate the method, and calibration results were higher than expected. The tas contacted the siemens regional support center (rsc) for troubleshooting. Rsc instructed the tas to hydrate a new set of calibrators with a different pipette, after which calibrations and qc passed. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension instrument (serial number (B)(4)), all resulting lower. The corrected results were reported to the physician(s). Additionally, the customer obtained discordant results on several patient samples on the dimension instrument, which were repeated on the same instrument, resulting lower. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca results.